Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. There was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broken. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus was informed that during unspecified procedure, the tip of the t3925 had been broken. It was unk whether the tip had fallen off into the pt cavity or not. However the tip was retrieved and it never remained in the pt cavity.